Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change out on (B)(6) 2019, intermittent loss of capture was observed on the rv lead. The lead was capped and replaced the same day. Patient was stable.